Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. The customer experienced seizure, loss of consciousness, and slurred speech. The customer was seen in a hospital, where a laboratory glucose reading of 7.0 mmol/l was obtained and so a healthcare professional administered them with glucose intravenously as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.